Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of the shaking/headache was due to the battery being low and the patient trying to adjust it. The patient called the physicians office who told him to turn the therapy off, then back on. This resolved the issue. The patient was going to work with the physician to coordinate a replacement to resolve the eri.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the caller and patient were talking and suddenly the patient was shaking and having a headache. They used the patient programmer (pp) to check the therapy status. The pp showed the implantable neurostimulator (ins) was low and they were pressing button but could not seem to figure out what was happening. On the call, they used the pp to check therapy status and the pp showed therapy is off / elective replacement indicator (eri). Patient services assisted them with turning therapy on and reviewed meaning of eri message. It was recommended they consult with the healthcare provider (hcp).